Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, at the moment of implant, the lens came out of the cartridge and caused the posterior capsule to break. The surgeon changed lenses and implanted the iol into the sulcus. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint sample was not returned by the reporting facility. Product history records were reviewed for the cartridge and all documents indicate the product met release criteria. Not enough info was provided to conduct a review on the lens lot. The lens is approved for use in this cartridge for the diopter range of 6.0 to 27.0; it is unk if an approved diopter was used with the cartridge. No root cause could be identified by the investigation. Add'l info has been requested. (B)(4).